Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing similar reportable events, we have found a limited number of cases with similar fault description (miranti tipping). When comparing to the number of sold devices, amount of complaints with this failure mode is considered to be very low. Equipment was checked by arjohuntleigh representative who found missing seal, discoloration and two cracks on the plastic cover, but these malfunctions did not cause or contribute to this event, therefore we conclude that this device was working up to manufacturer's specification at the moment of event. It was used for patient handling and this way contributed to the event. It was reported that the patient was sitting on the stretcher near the center of it while the nurse was removing bandages. This statement in itself shows incorrect use of the miranti was performed. The miranti is not designed for the purpose of being sat upon. The instruction for use (IFU) clearly states how to transfer a resident to and from the product. The actions are always to be carried out with a resident in the reclined position. The miranti has a height adjustable back/leg rest to allow for inclination but does not feature any parts or functions to cater for a seated position. As stated under the intended use in the supplied IFU, bedridden residents can and should be transferred with the miranti lift bath trolley from bed to the bath and back to bed. Additionally it is possible that when the handling procedure is not followed and the person on the stretcher is not laying (horizontal, as intended) but sitting, furthermore not on the middle but on one of the two ends of the stretcher, the weight of the person can cause the device to lose its balance and tip. To avoid possibility of the device tipping the caregiver should ensure that the resident is correctly positioned on the stretcher. Correct position for the resident to sit is the middle of the stretcher with the legs lying on and along the stretcher leg part. The IFU clearly states the importance of this patient correct positioning. Therefore - as stated by the customer facility also - a number of use errors caused the event, the most relevant use error being a failure of correct positioning the patient on the stretcher. As a result of the findings, the training to the facility employees would be suggested. From this we concluded that this incident was caused as a result of not following the handling procedures described in IFU, incorrect patient positioning on the device and not paying attention of the patient if remains in correct position.

Event description:
Arjohuntleigh has been informed of an event while the resident was sitting on the miranti, leaned forward causing the lift tipping over. The nurse was trying to steady the patient during the fall and the lift landed on top of her. In effect the resident complained of sore neck, was examined by CT scan and x-rays which showed normal. The nurse received a concussion and also complained of a sore neck, she was followed up with her physician.